Event description:
It was reported that during treatment of a devascularization of a left-sided meningeom, the balloon catheter was navigated over the guidewire through maxillary artery to the left middle meningeal artery, which supplied the tumor. The balloon was placed in the middle meningeal artery, distal to origin of collaterals between middle meningeal artery and ophthalmic artery. Position of the balloon was confirmed by injection of the contrast medium in the wire lumen of the catheter. The balloon was inflated with 50% contrast medium diluted in saline. Nothing unusual during inflation of the balloon was observed. The wire lumen was flushed with dmso and injection of phil embolic material started. Embolic material filled the lumen of middle meningeal artery slowly approaching the target. Suddenly, a very quick reflux of embolic material along the catheter was noted. The reflux seemed to be caused by spontaneous partial collapse or perforation of the balloon. Embolic material filled not only middle meningeal artery, but also collaterals connecting this artery and ophthalmic artery, as well as ophthalmic artery itself. The catheter was immediately pulled from the meningeal artery. Control run in internal carotid artery showed no flow in ophthalmic artery. The intervention was interrupted. Neurological examination after the intervention revealed left-sided blindness and mild right-sided paresis. During the postoperative period, right-sided paresis has completely gone. The blindness was permanent. The patient condition was reported as left-sided blindness. Otherwise, without any other neurological deficits.

Manufacturer narrative:
The lot number is unknokwn; therefore, a divice history review (DHR) could not be performed. The device was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. The instruction for use (IFU) include the warnings: do not exceed the maximum recommended inflation volume as balloon rupture may occur. Excessive pressure higher than 300 psi (2069kpa) may cause leakage or rupture of the balloon catheter working lumen.

Manufacturer narrative:
The first set of images is a subtracted dsa of the internal maxillary artery (ima) that demonstrates normal anatomy, with no visualization of connecting branches to the ophthalmic artery. The second set of images is a subtracted superselective dsa of the middle meningeal artery (mma) obtained from the scepter, distal to the point one would estimate the connection to the ophthalmic artery would be. A blush is seen distally, consistent with the diagnosis of meningioma. The third set of images is a subtracted dsa of the ima with the scepter in position in the mma, again distal to the point one would estimate the connection to the ophthalmic artery would be. The fourth set of images is a non-subtracted pair (ap and lateral) with no contrast injection, after the phil embolization. The scepter has been pulled back slightly from its initial position. There is radiopaque phil distal to the scepter, around it, in the ophthalmic artery connection and the ophthalmic artery itself, and in the proximal mma all the way to the skull base at the level of the foramen spinosum; the posterior division of the mma is also filled with phil. The caption states that there is no contrast in the balloon, but review of the images alone cannot verify this, as phil surrounds the scepter, and its density approximates that of contrast material. None of the images explain why the balloon deflated. From the operator's note, it seems that the balloon deflated suddenly. If the phil distal to the inflated balloon was "pressurized", the sudden balloon deflation would conceptually allow the amount of reflux that is demonstrated. Without the return and physical evaluation of the device, the investigation is unable to determine if a condition existed that would have caused or contributed to the reported event.

Event description:
It was reported that during treatment of a devascularization of a left-sided meningeom, the balloon catheter was navigated over the guidewire through maxillary artery to the left middle meningeal artery, which supplied the tumor. The balloon was placed in the middle meningeal artery, distal to origin of collaterals between middle meningeal artery and ophthalmic artery. Position of the balloon was confirmed by injection of the contrast medium in the wire lumen of the catheter. The balloon was inflated with 50% contrast medium diluted in saline. Nothing unusual during inflation of the balloon was observed. The wire lumen was flushed with dmso and injection of phil embolic material started. Embolic material filled the lumen of middle meningeal artery slowly approaching the target. Suddenly, a very quick reflux of embolic material along the catheter was noted. The reflux seemed to be caused by spontaneous partial collapse or perforation of the balloon. Embolic material filled not only middle meningeal artery, but also collaterals connecting this artery and ophthalmic artery, as well as ophthalmic artery itself. The catheter was immediately pulled from the meningeal artery. Control run in internal carotid artery showed no flow in ophthalmic artery. The intervention was interrupted. Neurological examination after the intervention revealed left-sided blindness and mild right-sided paresis. During the postoperative period, right-sided paresis has completely gone. The blindness was permanent. The patient condition was reported as left-sided blindness. Otherwise, without any other neurological deficits.

Manufacturer narrative:
The lot number is unknokwn; therefore, a divice history review (DHR) could not be performed. The device was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. The instruction for use (IFU) include the warnings: do not exceed the maximum recommended inflation volume as balloon rupture may occur. Excessive pressure higher than 300 psi (2069kpa) may cause leakage or rupture of the balloon catheter working lumen.